Event description:
It was reported to technical services on 12/23/10 that this rv lead has loss of capture. Threshold today in both unipolar and bipolar modes was 5.0v at1 .oms. Did a wenckebach test, 1: 1 conduction at 100 bpm, so md programmed to mir. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).